Manufacturer narrative:
Product ID a810, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from the rep and confirmed with the physician. The programmer used was the handset and synchromed ii physician programmer app (a810). The version was the most up to date version. The patient was back to baseline. The rep was not sure of any further actions needed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_prog. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient who had been receiving 1000mcg/ml of dilaudid at 376 mcg/day along with an unknown dose and concentration of baclofen and another unknown drug via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2019 the patient's pump was refilled and the concentration of dilaudid was increased from 1000 mcg to 2000 mcg, but this increase was not updated into the new pump settings. Only the pump reservoir was updated. The concentration was doubled, and the pump programming was maintained at 376 mcg/day. It was noted that due to the doubling of the concentration without updating the concentration in the pump the actual simple continuous dose was 752 mcg/day. The patient had since given themselves 47 boluses. Once discovered, the concentrations were updated to the correct amounts. It was noted the issue was unresolved at the time of the report, (B)(6) 2019. The patient had gone to the emergency room and was admitted. The patient was sedated and hospitalized. No further complications were reported or anticipated.